Manufacturer narrative:
This report is submitted on may 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin erosion at implant site and subsequently was treated with antibiotics (date and type not reported). The implanted device remains.